Event description:
It was reported patient underwent a trauma procedure utilizing a phoenix tibia nail on (B)(6) 2012. When the surgeon was using the hex driver with the end cap, the tip of the driver fractured and remained in the end cap. The surgeon was abe to retrieve the piece and a solid driver was used to finish the procedure.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. The use of this instrument outside of it's intended use led to instrument fracture.there are warnings in the package insert that state that this type of event can occur: under precautions, it states, "surgical instruments should only be used for their intended purpose."

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
(B)(4). Review of device history records show that lot released with no recorded anomaly or deviation.